Event description:
It was reported the lead tip was broken and fractured between lead point 0 and 1. The patient had a revision due to not having good therapy and suffering more pain in anotherregion. During the revision the healthcare professional (hcp) discovered the issue with the lead tip. The tip of the lead was fully flipped and seemed to be broken. The hcp was not sure if the problem was due to the intervention and there was a lot of epidural fibrosis. Impedances were not measured because the lead was ¿seriously bended¿ and was broken and fractured. Another lead was used and placed into the epidural space without any problem. The patient status at the time of this report was alive with no injury. Follow up indicated the patient was receiving effective therapy.

Manufacturer narrative:
Analysis of the lead found no anomaly. Analysis of the stylet found the stylet wire was bent. The wire was bent 4.2 cm from the tip of the wire.

Manufacturer narrative:
Concomitant products: product ID 977a290, serial # (B)(4), product type lead; product ID neu_stylet_acc, lot # unknown, product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.